Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 300 mg/dl. The customer changed out the infusion set site 3 times. A series of correction boluses and an insulin injection were used to address the bg level. During troubleshooting with tandem technical support, the customer inadvertently caused the pump to trigger the minimum fill message. The customer was to changed the supplies on the pump and as a long lasting insulin had been used, would remain disconnected from the pump for a day.